Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery aneurysm with a max diameter of 8 mm and a 4mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The landing zone was 5 mm distally and 5mm proximally. It was unknown if dual antiplatelet treatment (dapt) was administered. It was reported that during deployment of pipeline device, the physician observed that the device was beginning to prematurely deploy within the vessel while attempting to resheath it. The physician then advanced the intermediate catheter over the microcatheter and proceeded to withdraw the system from the patient¿s body. As the system was being removed, the distal end of the coil wire and the tip of the coil sheared off from the device into the superficial femoral artery of the patient. The physician proceeded to snare broken piece to remove from patient's body. It is unknown whether there was any friction or difficulty during the procedure, also it was unknown if the pushwire was rotated or pulled back at any time during the procedure. The angiographic result post procedure showed normal finding. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devic es were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom plus ic, stryker 360 soft x 2 coils, traxcess 14 guidewire, phenom 27 microcatheter, walrus guide catheter, 8f fubuki sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the device was prepared as indicated in the IFU (inspection, hydration, etc.). For the completion of the procedure, it was determined that the implanted coils were enough to treat the aneurysm. The cause of the premature deployment was not determined. In order to snare and remove the broken pieces, the physician got access from the contralateral side, and advanced a tri-lobe snare up and over the bifurcation to retrieve and remove the remaining piece. There were no complications or adverse events following the removal of the broken device pieces. All broken fragments successfully retrieved. The information is confirmed by the physician.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield device was returned for analysis inside an open pipeline flex shield inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage; however, the distal wire was observed to be bent proximal to the dps restraint. No signs of defects were observed on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be broken proximal to the bumper. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: the broken end of the distal hypotube of the returned pipeline flex shield device was sent out for scanning electron microscopy (sem) failure analysis testing. The sem test result indicates that the broken end failed via fatigue, then overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿device open prematurely¿ report was confirmed, as the returned pipeline flex shield braid was already detached from the pusher wire. Possible causes of device opening prematurely include resistance during delivery, high-force delivery, over-manipulation, and the pusher wire being torqued/pulled back during insertion or advancing the ped inside the microcatheter. However, the root cause of the device opening prematurely could not be determined. The customer¿s ¿pushwire break/separation¿ report was confirmed, as the returned pipeline flex shield distal hypotube was broken proximal to the bumper. The broken end failed via fatigue, then overload. Possible causes of pushwire break/separation include vessel tortuosity, resistance of the delivery wire during delivery/retrieval, over-manipulation, and user re-sheathing more than 2 times. In this event, the customer stated that the vessel tortuosity was normal, ruling out vessel tortuosity as a possible cause. Therefore, resistance of the delivery wire during delivery/retrieval, over-manipulation, and the user re-sheathing more than 2 times could have contributed to the pushwire break/separation complaint. However, the root cause of the pushwire break/separation complaint could not be determined. The damage seen on the braid (fraying) and hypotube (break) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield device through the catheter against resistance. Possible causes of resistance include a lack of continuous flush with heparinized saline during the procedure. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.